Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearing was worn, there was component and thread saw blade coupling damage, did not function and the moving parts did not move smoothly. It was further determined that the device failed pretest for general condition, check the saw blade tool coupling, check of free movement, and check the oscillation frequency. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. UDI: (B)(4).

Event description:
It was reported from (B)(6) that following an unspecified surgical procedure, it was observed that the attachment device could not tighten the saw blade device, the thread was torn and the device would not oscillate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.